Event description:
It was reported that the stent dislodgement occurred. A 4.00 x 38mm synergy xd stent balloon was selected for use. However, during the preparation, when pulling the stylet the stent came off the balloon delivery system. The procedure was completed with a new stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted throughout the stent surface. Struts were pulled from the proximal to the distal region and stretched. They were stretched out over the distal balloon cone and distal tip. A stent profile measurement was unable to be taken due to the level of damage present. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that the stent dislodgement occurred. A 4.00 x 38mm synergy xd stent balloon was selected for use. However, during the preparation, when pulling the stylet the stent came off the balloon delivery system. The procedure was completed with a new stent. There were no patient complications nor injuries reported.